Event description:
The lay pt contacted lifescan alleging that his one touch ultra smart meter was reading inaccurately high. The pt obtained a result of 380 mg/dl on the reported meter after having blurry vision and shaking. The pt was taken to the hosp. Results obtained in the hosp were not provided. He was treated with food and/or beverage. The customer care representative (ccr) confirmed that the test strips were in good condition, were not expired, and had been stored correctly. The ccr walked the pt through two, consecutive control solution tests, which fell outside of the specified control solution range. The meter, test strips, and control solution were replaced. There is no indication of adverse event as the pt tested after experiencing symptoms and the result obtained at the hosp was not provided. Due to the two failed control solution tests, the complaint is reported.